Event description:
The customer reported that when preparing the subject device for use in an unspecified diagnostic procedure, the channel was found to be blocked. The intended procedure was completed using a similar device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, a brush tip (foreign material) was found in the channel. This report is being submitted for the malfunction found by service during the device evaluation (foreign material).

Manufacturer narrative:
During inspection and testing, service found the channel brush could not be inserted easily. The light guide (lg) bundle was in poor condition, and the lg lens was broken. The angulation in the "up" direction was out of specification due to wear of the angle wire. The up/down knob was out of specification due to wear of the angle wire. The suction cylinder and air/water cylinder were deformed. The universal cord was crumpled. The objective lens and distal end cover were scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a tip of third-party cleaning brush falling off during use and being caught in the tube. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following instructions for use (IFU): ·instrument compatibility ·be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Olympus will continue to monitor field performance for this device.